Event description:
Device 2 of 3. Ref MFR report: 1627487-2013-07157 and 1627487-2013-07159. It was reported the pt was experiencing a rash post implant. The pt met with the physician and reported pain and itching at the ipg and tunneling site. An allergy test was performed, and after 15 minutes both of the pt's arms had turned red and he was complaining of severe itching. Additional follow-up found the pt was experiencing blistering on his shoulder. The physician explanted the scs system.

Manufacturer narrative:
The returned product was not analyzed as the complaint of allergic reaction could not be confirmed via lab testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.